Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version #: 4.2.1. F1908: delay of less than one hour. F26: no patient impact. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was used at the beginning of the case and left on after scanning. Less than 1 hour later the surgeon attempted to take post-op scans but the system would not expose. It had a green flashing light on the mobile view station (mvs) tower. The system was rebooted and then functioned. This resulted in a surgical delay of less than 10 minutes. There was no impact on patient outcome.